Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral never stim and gastrointestinal/pelvic floor. It was reported that 5 hours into an 11 hour flight the patient suddenly felt shocking down her leg; it was not specified which leg on which the issue occurred. The implantable neurostimulator (ins) was on for the flight. The device was turned down and the issue was resolved. The rep reported she was unable to obtain when the issue occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.